Event description:
It was reported to philips that system was unable to perform x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during planned non-emergency treatment of electro-physiology procedure. The procedure was completed by bringing in a mobile c-arm from the or into the exam room to continue the procedure as x-ray was not possible with the allura. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-ray. Upon functional testing, the fse analysed the logs and found numerous error messages that pertained to video card errors in the ippc as well as hard disk errors. The fse confirmed that the ippc was defective and needed a replacement. To resolve the reported issue, the fse replaced the ippc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.